Event description:
Soft hyperbaric chambers are approved by the FDA for the treatment of altitude decompression illness only. This is done by pressurizing with air to approximately 4 psi over ambient pressure. The use of additional oxygen is specifically prohibited by the FDA, but is routinely ignored by thousands of users in the united states. In addition, the product has not been approved by the pvho code of the society of mechanical engineers. This approval is specifically required by california and many other states. The soft chambers continued to be marketed and sold by oxy-health corp. Chiropracters in many states are some of the worse offenders by using high flow oxygen to compress, i.e. As a drug.